Event description:
As reported, in 2008, this pt was implanted with gore tag thoracic endoprosthesis. On two days later, a computed tomography scan revealed that the most distal device had infolded. The same day, a palmaz balloon-expandable stent was implanted and the infolded device was successfully repaired. The pt tolerated the procedure. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.